Event description:
The patient was suffering from diaphragmatic stimulation since device and lead implantation. On (B)(6) 2012 the patient underwent mitral valve repair, extensive left maze, closure of foramen ovale, and placement of an epicardial lead. This lead was capped. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.